Event description:
It was reported that there was a foreign object in the air/water adapter of the colonovideoscope. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction to h6 component code of the initial report from g04093 to g04001 additional information: h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.